Event description:
It was reported that during post deployment of the coronary stent, the coronary whisper guide wire got stuck in the distal lad. After several maneuvers to loosen the wire, it broke and the tip was left in the coronary artery. The proximal lad sustained a spiral dissection. The pt was sent to surgery in stable condition. A successful ptca and stenting of the lad and diagnonal branch with residual proximal dissection, and emergency coronary artery bypass x 4 with removal of wire foreign body and stent from the distal lad, was performed.